Event description:
An outside law firm reported that a patient experienced ongoing complications associated with a vega knee implant. A revision surgery has not yet been scheduled. Additional information has been requested but not yet provided. This report is filed under ais reference xc (B)(4).